Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy choledocholithotomy, when the device fired the clips came out in a status of slanting or bending. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the instrument was received with five clip remaining. Microscopic evaluation of the jaws noted damage to the jaws. Functionally; the instrument was applied to the test media and the first clip got caught in the damaged jaw and formed a malformed clip. The condition of the instrument precludes further evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if an attempt is made to apply the device over an obstruction causing damage to the jaws. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.